Manufacturer narrative:
The report did not identify the name or location of the user facility of the device in question therefore, additional information could not be obtained. To-date we have not been informed of this event directly from the user facility. The device history record was reviewed and confirmed that the device was manufactured to specification. There have been no other complaints associated with this lot. The advance capsule delivery device instructions for use states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Pass the catheter through the endoscope's accessory channel using short strokes (1" -1.5" length is recommended to avoid sheath kinking). Observe that the catheter assembly exits the distal end of the endoscope. Remove capsule cup from the small bag. Hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection. Push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup)." No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5106052 that while using their advance capsule endoscope delivery the video capsule did not deploy from capsule container. When endoscope was removed it was noted that the deployment cable was found lodged between the video capsule and the delivery system. No report of injury.